Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. On the event date june 07, 2021. Customer returned insulin pump for an alleged issue with no delivery alarm. Insulin pump passed seat, rewind and basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No delivery alarm during testing. Insulin pump history download using thds was successful. Unable to confirm reported event date & time of alarm and to verify whether alarm occurred during basal or bolus due to alarms found on the history file which caused corrupted data. Alarms are due to the insulin pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage or component damage found inside the insulin pump. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: no cosmetic damage found. Insulin pump passed all required testing. No unexpected no delivery alarm during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer was performed self test and it was completed and also they performed displacement test and it was failed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.